Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h2: additional information: block b5 (describe event or problem). Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured while being inflated with the desired size. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. **additional information received on december 2, 2022** it was noted that the balloon burst around 5mm to 6mm. The customer stated that no pieces of the balloon detached inside the patient.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured while being inflated with the desired size. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.